Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 9/29/2017. Device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings:.1 pump was returned with all of the keypad buttons responding properly- issue cannot be duplicated. No physical damage on keypad. Removed keypad- no contamination or physical damage found. Opened pump- moisture found on cgm board. Battery compartment cracked at case seal to the left side of the grip pad. Bolus button cover is torn - still operable.